Event description:
It was reported that the product malfunctioned.

Manufacturer narrative:
The affected device was returned and evaluated. The research and development team performed a macroscopic examination which revealed deformation on the anterior surface of the insert, indicative of multiple insertion attempts. Scratches were also noted on the distal surface, again representative of multiple insertion attempts. The anterior lock of both inserts was also damaged, as noted by the rounded edge of the lock detail. Due to deformation at multiple inspection points, all measurements of the lock detail could not be performed. The locking details that were able to be measured were within specification. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.